Event description:
¿Dilaudid infusing on pump, air bubble alarm noted. Air bubble noted by nurse in tubing, however, upon clearing it, she still received alarm which was troubleshooted as per b braun recommendation. Tubing removed from service. This was controlled substance, so tubing was cleared of medication by rn prior." Manufacturer response for infusion pump, infusomat (per site reporter). Bbraun evaluating air in line issues.